Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was 450 mg/dl. Customer stated that back in january she ended up in the hospital twice, the sensor read change sensor and the second time hospital had her remove sensor early. The customer other blood glucose level was 683 mg/dl. The customer was treated with intravenous drip. Customer stated that it was caused by gastroparesis side effects and not insulin pump. The customer stated that they did received a sensor updating. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.